Event description:
The customer hospitalized due to blood glucose levels over 500 mg/dl. The customer's last infusion set change was two days ago. The customer also reported multiple motor error alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but the customer was unable to conduct the high pressure test at the time of the call. Advised the customer that the insulin pump would be replaced due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.